Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was twisted, stretched, and kinked and the imaging core had windup at the distal section of the imaging window near the twist. The impedance test shows an electrical open at the proximal end of the catheter between 130-140 cm from the distal housing.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that a catheter issue occurred. The 70% stenosed target lesion was located in the severely tortuous and severely calcified left main artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but there was no image. The procedure was completed with another of the same device. There were no patient complications, and the patient condition was good. However, device analysis revealed the imaging window was twisted.